Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient had just had dialysis and this resulted in a change to the paced qrs which led to intermittent t-wave oversensing causing the rate to drop below the lower rate. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.